Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the operation room (or) nurse contacted the technical support engineer (tse) and reported the integrated electrosurgical unit erbe (erbe) generator was faulting with a c-34 error and the surgeon could not activate monopolar energy. Prior to calling the customer had changed the monopolar energy activation cable, replaced instrument, and power cycled the system and the erbe without resolving the issue. The tse assisted caller with powering off the erbe. With the erbe off, the external footpedals were disconnected. After powering the erbe on, the surgeon was now able to activate monopolar energy. The procedure was completing as planned with no reported injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically using the same erbe generator. The issue was resolved during procedure by troubleshooting as per technical support instruction. No injury/harm to patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting the occurrence of error c-34 on erbe, an investigation was completed to determine the cause of the reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported issue. The fse removed and replaced erbe to resolve c-34 error. Following service, the system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The failure analysis confirmed and reproduced the reported failure (c-34 error). The unit was placed on an in-house system and was run in normal mode. The complaint regarding the occurrence of error c-34 was confirmed by field evaluation by the fse and from the system error logs, which indicates that the device did contribute to the customer reported issue. This complaint is being reported due to the following conclusion: the integrated electrosurgical unit erbe (erbe) generator faulting with errors after the start of the procedure. The error was resolved after troubleshooting and procedure was completed robotically. However, the error occurred again on further cases and was non recoverable. The field service engineer was able to reproduce the error on site and replaced the erbe generator to resolve the issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.